Manufacturer narrative:
Patient ID, birthdate, gender.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, a vendor called during a the case to report the trackers were not visible. Ap and lateral shots were taken, and the tracker was not visible after adjusting the camera to multiple positions and there was no drape on the imaging system to obstruct the view. Restarting the system allowed the tracker to be seen, however the system did not boot up properly due to a tech that pushed a button. A second reboot allowed the site to finish the case. There was a ten minute delay to the case. There was no reported impact on patient outcome.